Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon was not able to insert the drop down stem int the tibia plate, therefore he completed the surgery with another drop down stem.